Event description:
A report was received that the patient was experiencing localized tenderness over the ipg site. The physician believed that the symptom was due to paucity of subcutaneous fat. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the pocket pain was resolved with no intervention.

Event description:
A report was received that the patient was experiencing localized tenderness over the ipg site. The physician believed that the symptom was due to paucity of subcutaneous fat. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing localized tenderness over the ipg site. The physician believed that the symptom was due to paucity of subcutaneous fat. The patient will undergo a revision procedure wherein the ipg will be relocated.